Manufacturer narrative:
Product evaluation: the lens was returned inside a plastic specimen cup. Solution was dried on the lens. One haptic is broken in the gusset area. The broken portion of this haptic was not returned. The other haptic was broken in the distal area, with the broken haptic portion returned. The optic is torn/cut into several pieces with additional split/cracked damage observed. A photo was available to review. The photo shows the container with the white lid. Droplets of solution are visible on the interior of the container. One broken/torn optic portion can be observed inside the container. All product and batch history records are quality reviewed prior to product release. Associated product information was not provided. It is unknown if qualified products were used. Root cause: the root cause cannot be determined for the complaint of "blurry vision; not satisfied". During the manufacturing process, each lens is subjected to a 100% assessment of the power and optical resolution in order to determine acceptability per the lens model and diopter. The haptics were broken and the optic was returned damaged and torn/cut into several pieces. The cut damage is similar to damage that can occur when explanting from the eye. The reported indicated that the multifocal lens was removed and replaced with a different manufacturer's monofocal lens. The specific model and diopter of the monofocal replacement lens was not provided. This information that a multifocal lens was replaced with a monofocal lens may suggest that the complaint was unrelated to the complaint iol, and the replacement lens model may have been selected for the patient's request or vision needs. There have been no other complaints reported in the lot number. (B)(4).

Event description:
The facility representative reported that following an intraocular lens (iol) procedure, the patient experienced blurry vision and was not satisfied. It was reported that the iol was also decentered and wrong diopter was implanted. The iol was exchanged for another lens model approximately 9 months after the initial implant procedure.